Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report # 3005099803-2010-05258 and 3005099803-2010-05259 address the other devices. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and two patient return grounding pads were used during a rfa (radiofrequency ablation) procedure. According to the complainant, during the procedure, a generator pad error (p1) occurred. A single pad was replaced, then the error (p1) recurred. After the second error (p1), the procedure was cancelled. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has not been received for analysis; therefore, the root cause of the reported issue could not be determined.(B)(4)